Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: c4tr01 implantable pulse generator (B)(6) 2013; 4592-95 competitor implantable pacing lead (B)(6) 2013; 5076-52 implantable pacing lead (B)(6) 2004. (B)(4).

Event description:
It was reported by the patient that the patient felt ¿shocking¿ sensations. The patient was coughing a lot and alleged that it may have caused the lead to come out. Follow-up information from the clinic confirmed that the patient moved out of state and is no longer followed there. No additional information was provided. It is unknown which lead may have come out. The atrial and ventricle leads remain in use. No patient complications have been reported as a result of this event.